Event description:
Physician reported injecting a patient (her mother) with belotero on (B)(6) 2013 in the vertical lip lines, chin area and the marionette lines. She developed an immediate nodule in the marionette region. She attempted to massage it away without improvement.

Manufacturer narrative:
During a consult with medical affairs, it was reported that the physician's father who is a dermatologist stated there is a small area of necrotic tissue present. No information regarding treatment was provided. Attempts to obtain follow-up information have been performed however, no responses have been received. The lot number was not provided therefore the device history records could not be reviewed.